Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 2 events for the failure: material disintegration. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99203. Supplemental rationale: corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status: 2 devices were not available for evaluation. Evaluation findings (results/components). 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received.

Event description:
This report summarizes 2 events for the failure: material disintegration. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. Additional information 2 devices were not reprocessed or reused.